Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ay unit for the bedside monitor (bsm) system was experiencing nibp failures. The nibp cuff would not inflate and would time out and was unable to take blood pressure. It had an nibp inflation speed failure, for adult and neonate, as well as leak rates on testing (which was the valves in the roller pumps). There were no error messages when the nibp failed. No patient harm or injury was reported. Investigation summary: a root cause could not be determined, as the bsm was not brought in for evaluation. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a bedside monitor or cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components resulting in nibp circuit failure, pump failure or a stuck solenoid. User errors may contribute to failure modes or false alarms with nibp readings such as the cuff being wrapped too tightly or loosely, the hose or line not connected properly, a bent hose, or nibp being performed concurrently with ibp measurement or incorrect user settings such as time interval or pwtt (pulse wave transit time) setup, measurements being performed on the wrong side, or the measurement set to "auto" mode. Incompatible cuff or hose may also affect use and/or readings.

Event description:
The biomedical engineer (bme) reported that the ay unit for the bedside monitor (bsm) system was having nibp failures. The nibp cuff would not inflate and would time out and was unable to take blood pressure. It had an nibp inflation speed failure, for adult and neonate, as well as leak rates on testing (which was the valves in the roller pumps). There are no error messages when the nibp fails. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ay unit for the bedside monitor (bsm) system is having nibp failures. The nibp cuff will not inflate and will time out and is unable to take blood pressure. It has nibp inflation speed failure, for adult and neonate, as well as leak rates on testing (which is the valves in the roller pumps). There are no error messages when the nibp fails. The customer has ordered parts to repair the unit. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.additional device information: concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: ay-653p sn (B)(4) input unit: the UDI no: (B)(4), manufactured date: 02/06/2014, age of the device: 77 months. Returned to nk: device not returned.

Event description:
The biomedical engineer (bme) reported that the ay unit for the bedside monitor (bsm) system is having nibp failures. The nibp cuff will not inflate and will time out and is unable to take blood pressure. It has nibp inflation speed failure, for adult and neonate, as well as leak rates on testing (which is the valves in the roller pumps). There are no error messages when the nibp fails. No patient harm reported.